Event description:
The user facility reported an oil leak from their v-pro s2 sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro s2 sterilizer and found that oil was leaking from the unit onto the floor. The technician was unable to duplicate the reported event. The sterilizer was found to be operating according to specification and was returned to service; no repairs were required. The technician cleaned the oil from the floor. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.